Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00547. It was reported that a pt "underwent a supracervical laparoscopic hysterectomy followed by placement of transvaginal mesh in the anterior and posterior compartments by another physician. She developed post operative pelvic pain and mesh erosion. She had failed conservative treatment with vaginal estrogen by her previous surgeon over the past year." Removal date was indicated to be (B)(6) 2008.